Event description:
It was reported that when using the bd pyxis¿ es refrigerator quadrangle refrigerator bins were not detected and inaccessible. The customer performed a reboot; however, the issue persists.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that the refrigerator bin was not detected. A field service engineer (fse) guided the customer in recovering the helmer fridge, identified that the emergency release lever was not secured causing bins to remain unlocked, assisted to secure the lever and reboot the system, and confirmed all bins were successfully recovered and functioning properly. The system functioned as intended after the field service engineer guided the customer to resolve the issue.